Event description:
Per report, "connector to the nasal cannula white port easily slides straight off. This has not been an issue before. Nothing holds the tubing in place. Patient monitoring concern. Patient identified had to be reattached 16 times during conscious sedation biopsy. No negative outcome but serious potential safety issue."

Manufacturer narrative:
Per report, "connector to the nasal cannula white port easily slides straight off. This has not been a issue before. Nothing holds the tubing in place. Patient monitoring concern. Patient identified had to be reattached 16 times during conscious sedation biopsy. No negative outcome but serious potential safety issue." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.